Event description:
Customer returned the device for evaluation and repair of a worn device distal end. There is no reported harm to any patient. Upon evaluation of the device, that there was a gap in the adhesive causing a gap between the acoustic lens and ultrasound probe. Thereby causing a stain to enter the inside of the lens. This medwatch is being submitted for the reportable issue of the gap in the adhesive causing a gap between the acoustic lens and ultrasound probe, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was a gap in the adhesive causing a gap between the acoustic lens and ultrasound probe. Thereby causing a stain to enter the inside of the lens. Other observations for the device are: t-nut of the elevator channel plug is loose, attributed to stress; due to damage on acoustic lens, displayed ultrasound image is defective; adhesive on distal end rubber coating (a-rubber) is detached; and ultrasonic probe is loose, attributed to physical stress. The device failed the watertight condition test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event can be detected/prevented by following the instructions for use which state: important information: please read before use warnings and cautions. Caution ·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. Olympus will continue to monitor field performance for this device. Correction to the initial report: b1 selected ¿product problem¿, and added telephone number to e1, as these were inadvertently left off the initial MDR report.